Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890541, gd890426 and gd889501 and no exceptions were observed that were related to the reported condition. The problems were not confirmed. No device malfunction or use error was identified. No cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced ruptured diverticulitis and peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the events. This is the same patient as (B)(4).